Manufacturer narrative:
Additional information indicates that an rv pacing impedance measurement of greater than 2000 ohms may have been observed, and that the physician is planning a revision procedure. Current records suggest that this rv lead and device remain in service at this time. This event will be updated if any additional information becomes available. Subsequently, the rv lead was surgically capped and abandoned, and a new competitive rv lead was implanted. No adverse patient effects were reported as a result of this observation. This event will be updated if any additional information becomes available.

Event description:
Boston scientific crm received information that this transvenous right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited a rise in pacing impedance measurements from approximately 600 ohms to 1400 ohms. Fluctuating r-wave amplitudes have also been noted. The patient was brought in clinic, where testing was able to reproduce the rv pacing impedance fluctuations. The possibility of an intermittent device connection issue or compromised rv lead was discussed. No noise has been observed, and no adverse patient effects have been reported as a result of this observation.